Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device exchange procedure, the patient experienced a vaso-vagal episode and cardiac arrest after the new system was implanted. During the cardiac arrest, the device experienced a failure to capture. After the procedure, a post implant check confirmed the right ventricular (rv) lead and right atrial (ra) lead were reversed in the device header. Atrial pacing resulted in ventricular capture. Low impedance was also noted on the right atrial (ra) lead and right ventricular (rv) lead. The rv lead also experienced high thresholds. The leads were reprogrammed and the device system was replaced approximately three weeks later. No further patient complications have been reported as a result of this event.